Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the pump was warm, hot, or overheating, and also reported a short battery lifetime. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-1805 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer stated that the battery cap was damaged.

Manufacturer narrative:
The pump passed the self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump failed with high active current test and high sleep current test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, found unexpected low battery alerts 10/23/2025 17:53:00, 10/23/2025 00:38:00 and 10/22/2025 21:55:00 and failed battery test alerted on 10/23/2025 00:41:56, 10/23/2025 00:43:43, 10/23/2025 00:46:47 and 10/23/2025 00:47:27 were found in the history files or traces. Battery cycle 39.0 received the lowbatteryalert (104) on 10/23/2025 17:53:00 faster than expected at 0.07 days. Battery cycle 32.0 received the lowbatteryalert (104) on 10/23/2025 00:38:00 faster than expected at 0.1 days. Battery cycle 31.0 received the lowbatteryalert (104) on 10/22/2025 21:55:00 faster than expected at 0.04 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on the battery tube. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: label damage(end cap faded), corroded battery tube and scratched case. Customer experienced an unexpected power loss of less than 7 days per the pump history. Charge/battery lasts less than expected was confirmed, suspecting hardware issue. No current code/category was confirmed due to high sleep and active current measurements due to moisture damage on battery tube. Exposed to moisture damage confirmed. Device heating up was not confirmed during testing. Unable to verify battery cap damage due to not receiving original battery during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.